Manufacturer narrative:
A patient experienced discomfort at the ipg site was reported to abbott. As a result, the ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.